Event description:
During endoscopic harvesting of the left saphenous vein, the physician's assistant encountered splitting of the plastic tip of the vasoview hemopro 2 device. The device was removed from the left leg and examined. Visually, all of the plastic was still attached to the device, but had split in the center. The device was removed from service and a new one was used. No apparent injury observed.